Event description:
It was reported that the patient experienced coupling and or communication issues and an ins overdischarge was suspected. The patient had not used the ins for four weeks as she was unable to get recharge coupling. Use of the antenna locate feature only returned results between 38 and 44 and the patient could only get two to four coupling bars. Additional information stated that the patient would be scheduled for a pocket revision to move the battery in order to get better coupling. The device was too deep and the doctor planned to make the pocket more superficial. In the meantime, the patient planned to continue to use the device but would not get optimal coupling while recharging. The patient had an appointment with the doctor on august 9th to discuss the plan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3487a-33, lot# v044945, implanted: 2009 (B)(6), explanted: na; lead: model 3487a-33, lot# v044945, implanted: 2009 (B)(6), explanted: na; lead: model 3778-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; extension: model 37082-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na